Manufacturer narrative:
A visual examination of the returned device revealed no defects. A functional eval noted that vacuum could be pulled on the button body, indicating that the button valve was functioning properly. The complaint could not be confirmed. The device was found to have no visual defects and functioned as intended. The device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been recorded.

Event description:
It was reported to boston scientific corporation on june 16, 2008, that a one step button gastrostomy enteral feeding device was placed in 2008. According to the complainant, the device leaked stomach contents from the port when the cap was opened "about 3 months after placement" (2008). Reportedly, decompression was properly performed properly prior to feeding. No pt complications were reported as a result of this event.